Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 30m g/ml for a total dose of 2.715mg/day and bupivacaine 2.5mg/ml for a total dose of 0.2262mg/day via an implantable pump for no known indication for use. It was reported on (B)(6) 2017 patient experienced signs of overdose approximately 2 to 4 hours after a refill of the pump. No factors may have led, caused, or contributed to the event. It was noted that the pump was interrogated by healthcare professional (hcp) and assistant in the intensive care unit (ICU). It was reported all settings were as accurate as report by hcp at time of refill earlier in the day. It was noted patient was admitted to the ICU on a narcan drip. Hcp and assistant accessed the main reservoir of the pump and were unable to remove any fluid. It was noted they infused 10cc of preservation free normal saline. The concentration of the morphine was noted as 30.0mg/ml for a total dose of 3.00mg/day. Pump tubing and catheter volume was 0.477ml. It was noted that the old bolus dose for morphine was 14.320mg and concentration and dose were already reported, and for bupivacaine the bolus dose was 1.1934mg and dose and concentration were already stated above. They "de accessed" the pump and left the needle in the pocket and withdrew 40cc of clearish fluid. The fluid was tested positive for opioids. A bridge bolus was programmed for the saline. It was noted the patient was planned for discharge this am ((B)(6) 2017). It was noted it was unknown if the issue was resolved at time of report and patient's status at time of report was "alive-no injury". Patient was referred back to hcp and it was recommended to do a catheter dye study and a rotor study. It was unknown if surgical intervention occurred and it was unknown if surgical intervention was planned. It was noted that the manufacturer representative was asked to go to the hospital and interrogate the pump to see if there were any issues reported in the logs. It was noted there was no issues reported in the logs and logs were upload for documentation purposes. It was noted patient was schedule for follow up with hcp at 8:15 on friday ((B)(6) 2017). No further complications were reported/anticipated.